Event description:
Device report from synthes reports an event in china as follows: this report is being filed after the review of the following journal article: soh, h.y. Et al (2022), accuracy of globe-sparing orbital reconstruction using individually bent titanium mesh: a comparative study, journal of plastic, reconstructive & aesthetic surgery, vol. Xx (xx), pages 1-8 (china). The aim of this retrospective study is to assess the outcomes of individually bent titanium mesh in reconstruction of post-ablative orbits with or without intraoperative navigation. Between january 2011 to december 2019, a total of 35 patients (26 male and 9 female) in the age of 9¿75 years (46 ±20.35 years) who underwent orbital reconstruction following maxillectomy were included in this study, in which 21 patients underwent navigation-assisted orbital floor reconstruction, while 14 patients underwent orbital reconstruction via conventional method (without navigation). In this study, titanium mesh plate 1.3, 0.4, or 0.6 mm (depuy synthes, switzerland) was used. The average follow-up period is 29.3 months (range from 6 to 81 months). The following complications were reported as follows: 3 out of 35 patients experienced titanium mesh exposure, in which surgical revisions were performed subsequently. Among these, 2 patients experienced titanium mesh exposure following external beam radiotherapy, while 1 patient experienced titanium mesh exposure following wound breakdown of the overlying lower eyelid. 1 patient experienced ectropion of lower eyelid throughout the follow-up period, in which surgical revisions were performed subsequently. This report is for an unknown synthes titanium mesh plate/screws constructs. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
This report is for an unknown plates: titanium mesh implant/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.